Event description:
The lay user/pt contacted lifescan alleging the meter does not power on. No troubleshooting was performed, the lay user/pt stated the meter is lost. There were no allegations of harm or injury. Replacement products were sent to the pt.